Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a colorectal procedure, after the needle was taken out, the tip of the needle was found missing. The missing tip might have been left in the patient's cavity. Communicated with the surgeon and learned that the surgeon clipped the tip with the needle forceps. They searched for the needle in a variety of ways but nothing was found. The patient has left the hospital.